Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: uterus") and genital haemorrhage ("excessive bleeding") in a (B)(6) female patient who had essure (batch no. Log85911) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's concurrent conditions included myofascial pain syndrome, thyroid disorder nos, iron low, flank pain, endometriosis, pelvic adhesions, dysfunctional uterine bleeding and anemia. Family history included migraine headache. In 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia)"). On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced pelvic pain ("severe pelvic pain/ pain"). On (B)(6) 2016, 2 years 8 months after insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), abdominal pain lower ("cramping"), headache ("headaches"), dental caries ("tooth decay"), alopecia ("hair loss"), dyspareunia ("painful intercourse"), rash ("rashes or skin conditions type: rashes"), fatigue ("fatigue"), back pain ("lower back pain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (on (B)(6) 2016, she had dilatation & curettage/ hysterectomy with unilateral salpingectomy(right).). At the time of the report, the device expulsion, pelvic pain, abdominal pain, abdominal pain lower, headache, dental caries, alopecia, dyspareunia, menorrhagia, vaginal haemorrhage and dysmenorrhoea outcome was unknown and the genital haemorrhage, rash, fatigue, back pain and hormone level abnormal had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, dental caries, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, pelvic pain, rash and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 2-mar-2018: reporters added and updated patient demographics. Concomitant diseases were added. Updated suspect drug indication and lot number. On (B)(6) 2013, she implanted essure (previously reported as (B)(6) 2014). Added events abnormal bleeding (vaginal/menorrhagia), rashes or skin conditions type: rashes, migration of essure device location of device: uterus, dysmenorrhea (cramping), did not undergo essure confirmation test and fatigue. On (B)(6) 2016, she explanted essure. Updated events. On (B)(6) 2018: processed with follow up no 01. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: uterus") and genital haemorrhage ("excessive bleeding") in a 39-year-old female patient who had essure (batch no. Log85911) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's previously administered products included for contraceptive: nuva ring. Concurrent conditions included myofascial pain syndrome, thyroid disorder nos, iron low, flank pain, endometriosis, pelvic adhesions, dysfunctional uterine bleeding and anemia. Family history included migraine headache. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia)"). In (B)(6) 2013, 2 years 8 months after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant) and fatigue ("fatigue"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced dyspareunia ("painful intercourse"). In (B)(6) 2014, the patient experienced rash ("rashes or skin conditions type: rashes"). In 2014, the patient experienced pelvic pain ("severe pelvic pain/ pain"). On an unknown date, the patient experienced abdominal pain ("severe abdominal pain"), abdominal pain lower ("cramping"), headache ("headaches"), dental caries ("tooth decay"), alopecia ("hair loss"), back pain ("lower back pain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (on (B)(6) 2016, she had dilatation & curettage/ hysterectomy with unilateral salpingectomy(right).). At the time of the report, the device expulsion, pelvic pain, abdominal pain, abdominal pain lower, headache, dental caries, alopecia, menorrhagia, vaginal haemorrhage and dysmenorrhoea outcome was unknown, the genital haemorrhage, rash, fatigue, back pain and hormone level abnormal had resolved and the dyspareunia was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, dental caries, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, pelvic pain, rash and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 7-aug-2018: pfs received.reporters information updated event painful intercourse out come were updated..historical drug were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: uterus") and genital haemorrhage ("excessive bleeding") in a 39-year-old female patient who had essure (batch no. Log85911-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's previously administered products included for contraceptive: nuva ring. Concurrent conditions included myofascial pain syndrome, thyroid disorder nos, iron low, flank pain, endometriosis, pelvic adhesions, dysfunctional uterine bleeding and anemia. Family history included migraine headache. In 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia)"). In (B)(6) 2013, 2 years 8 months after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant) and fatigue ("fatigue"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dyspareunia ("painful intercourse"). In (B)(6) 2014, the patient experienced rash ("rashes or skin conditions type: rashes"). In 2014, the patient experienced pelvic pain ("severe pelvic pain/ pain"). On an unknown date, the patient experienced abdominal pain ("severe abdominal pain"), abdominal pain lower ("cramping"), headache ("headaches"), dental caries ("tooth decay"), alopecia ("hair loss"), back pain ("lower back pain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (on (B)(6) 2016, she had dilatation & curettage/ hysterectomy with unilateral salpingectomy(right)). At the time of the report, the device expulsion, pelvic pain, abdominal pain, abdominal pain lower, headache, dental caries, alopecia, menorrhagia, vaginal haemorrhage and dysmenorrhoea outcome was unknown, the genital haemorrhage, rash, fatigue, back pain and hormone level abnormal had resolved and the dyspareunia was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, dental caries, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, pelvic pain, rash and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 21-aug-2018: update of information (batch is invalid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.